Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer mother reported via phone call that insulin pump received no delivery error at the time of incident. Customer blood glucose level was unknown. Troubleshooting was not performed. The device will not be returned for the analysis.